Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found the reported phenomenon (no image). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure as the examination before surgery using the subject device in combination with the evis 190 series devices, it was found that the cable showed virtual connection. The user facility replaced the subject device to another similar device to complete the procedure without extension. Olympus china checked the subject device and found that the endoscopic image of the subject device was not displayed on the monitor due to breakage of the camera cable. There was no report of patient injury associated with this event.